Manufacturer narrative:
The reported field event of a patient notifier anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. During device interrogation it was noted that the patient notifier could not be felt. The device was subsequently explanted.